Event description:
Beckman coulter inc. (Bci) customer reported that the datalink2000 data manager (dl2000) assigned incorrect pt demographics to a pt's samples. The customer indicated that samples for pt x were tested in 2007. During review and comparison of printout to the lab information system (lis) display, a different pt's name (y) was noted on the printouts of pt x. Only the name of the pt was incorrect. Medical record number (pt ID) and sample number were correct. The customer stated the results and demographics were correct for x in the lis. Pt care was not affected, as the correct results were uploaded to the correct demographics at the lis.

Manufacturer narrative:
The customer checked medical record number of pt y and it was different than the one assigned for pt x. Further investigation revealed that last laboratory order for pt y was in 2007. The dl2000 data from january 2007 has been overwritten and was no available. At this point, it is unknown what demographics was downloaded by the lis, or if any information for pt y was manually entered at the dl2000 in january 2007. If a transcription error occurred in y's pt ID when originally configured at the dl2000, that ID would remain in the dl2000 memory. However, this cannot be confirmed. Based on available information, the lab had over 45,000 saved pt demographics on the dl2000. A "delete pts with no records" function was performed, and the number of demographics was decreased to 921. The customer was using software version 6.3 at the time of this event, which does not contain a warning function of duplicate pt ids. The customer was advised to upgrade to software version 6.5 as it warns the operator of duplicate pt ids. They had received version 6.5, but had not yet installed it. The root cause for this event is duplicate pt ids; however, it cannot be determined how the duplicate ids occurred.